Manufacturer narrative:
Arjo was informed by the customer that during patient¿s transfer from a seat to a bed using the maxi sky 2 ceiling lift, the patient ¿fell down with a jolt and it was sudden¿. There was no injury reported. The device was inspected by an arjo representatives after the incident. There was no malfunction found. Only the batteries were replaced, on the customer¿s request. This is not related to the reported patient¿s fall. During an interview, the patient mentioned that he thought that the sling was not fitted into the spreader bar, but no sling loop detachment took place. Despite attempts, it was impossible to collect information concerning the exact scenario of the event. The customer staff involved in the event was unsure why the patient fell from the lift, and the patient¿s speculations that the loop was incorrectly attached to the spreader bar could not be confirmed, either. The descend speed and distance remain unknown. There was no device malfunction that would explain the alleged patient fall, therefore no root cause can be stated. Arjo device was used for a patient transfer when the incident occurred and from that perspective it played a role in the event, but no failure was found. The complaint was decided to be reportable due to allegation of patient fall.

Manufacturer narrative:
Investigation is ongoing. Additional information will be provided upon investigation conclusions.

Event description:
Arjo was informed by the customer that during patient transfer from seat to bed, the maxi sky 2 ceiling lift dropped. The customer reported that they thought that the sling wasn't fitted into the spreader bar. There was no malfunction found. No injury was sustained.